Manufacturer narrative:
Manufacturer review¿determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall with repeated restart alerts occurring three times after restarts, and the patient transitioned to backup therapy with subcutaneous insulin via pen while a replacement was arranged. Symptoms included hyperglycemia with a reported high of 320 mg/dl. Outcomes included prolonged hyperglycemia for about 11 hours, advice to perform ketone testing, and continued cgm monitoring. Investigation included remote troubleshooting and coordination for device replacement, with instructions to shut down the pump and to return the device using the provided label. Investigation of this case revealed a consecutive motor stall event consistent with a pump motor malfunction affecting insulin delivery reliability. It was concluded, based on previously established findings for similar reports, that the cause was an internal pump motor failure of undetermined root cause pending evaluation.